Event description:
The customer reported that there was a 'battery disconnected error' message displayed. This error is likely to result in an immediate loss of system functionality and terminate system operation. There is no report of a patient injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe generator batteries and contactor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.